Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving dilaudid 10mg/ml at 0.0666mg/day (minimum rate). The indication for use was spinal pain. The patient symptoms that were reported indicated overdose of medication. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. There were no known diagnostics or troubleshooting performed. The actions/interventions taken to resolve the issue were reported as the patient¿s pump was set to minimum rate. Surgical intervention did not occur or was planned. It was unknown if the issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the patient¿s symptoms that indicated overdose of medication was unknown. No further patient complications have been reported as a result of this event.